Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had reached the elective replacement indicator (eri). It was reported that the device had a voltage of 2.48 v and charge times of 13.6 seconds. There was inquiry of replacement timeframe due to the physician's schedule. Technical services discussed that since the 27 month voltage could not be determined it was advised to replace the device within 30 days. No adverse patient effects were reported. This device is part of the shortened replacement window ((B)(6) 2007) advisory.

Event description:
--

Manufacturer narrative:
Information suggests this device remains in-service. Should additional information become available this event will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range.

Manufacturer narrative:
The device was explanted and returned. Detailed analysis is pending.

Event description:
--